Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to load a new cartridge on the pump and to follow up if the issue persists.